Event description:
Distributor reported that ventilator displayed unusual readings during testing after overhaul by distributor technicians. Distributor reported that other ventilator were also overhauled and reported similar readings during testing.